Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had colostomy glue and adhesive residue from the shaft to the tip. The issue was found after the diagnostic colonoscopy procedure. The intended procedure was completed with the same device. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sticky insertion tube. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive residue from the shaft to the tip and sticky insertion tube is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.